Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no audio from the speaker. There was no patient harm reported by the customer. The device was in use.